Event description:
Related manufacturer reference numbers: 2017865-2023-93773 it was reported that the patient presented in clinic with dizziness. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The ICD was explanted and replaced, and the rv lead was capped and replaced in the same procedure on (B)(6)2023. The patient was discharged home.